Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient has atrial episodes on hm that appear to show lead noise. Patient to be seen in clinic to have lead further evaluated. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.